Manufacturer narrative:
H11: internal complaint reference number: (B)(4).

Manufacturer narrative:
H11: h2: additional information on: b5. Corrected information on b1, b2, h1 & h6 (clinical code & impact code).

Event description:
It was reported that, during an arthroscopic procedure, after t1 was successfully implanted, the t2 of the fast-fix 360 could not sit and lock after being deployed, the t1 implant was not removed, t2 came out and was removed from the patient using forceps. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Event description:
It was reported that, during an arthroscopic procedure, after t1 was successfully implanted, the t2 of the fast-fix 360 could not sit and lock after being deployed, t2 came out and was removed using forceps. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: corrected information in h6 (investigation findings, conclusions & component code). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.